Manufacturer narrative:
Patient information regarding relevant tests/laboratory data or medical history are unknown. The lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. Great vessel perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) lead due to non function. A right ventricular (rv) lead was present in the patient as well, but was not targeted for extraction. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath, upsizing to a 16f glidelight, and then to a spectranetics 11f tightrail rotating dilator sheath, progress was made to the distal innominate area, where the ra lead was noted to be adhered to the rv lead. Using the 11f tightrail and traction, the ra lead released with a noticeable backward "jump", and the patient's blood pressure dropped. Rescue efforts began, including pericardiocentesis and sternotomy. A linear perforation in the superior vena cava (svc) was discovered and repaired. The patient survived the procedure. The physician believed the perforation was due to traction, since the 11f tightrail was in the innominate region, not in the area of injury. This report captures the lld ez providing traction within the ra lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.